Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/13/2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the upper buttocks, on (B)(6) 2016. The patient is an adolescent. No additional event or patient information is available. Labeling indicates: system is not approved for use in children or adolescents, pregnant women or persons on dialysis.